Event description:
The customer reported that the insulin pump had an error alarm during the manual prime test. The customer's blood glucose reading was 200 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. During a visual inspection was found that the reservoir tube lip was cracked.